Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a crack in the set deaeration chamber, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The component damage was not detected during the manufacturing 100% in process visual control & leak test, nor was a leak reported to be observed during priming of the device. The cause of the damage was determined to be related to use error and improper handling of the product prior to or during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the six (6) hours after the start of therapy with a prismaflex m150 set, the deaeration chamber was observed to be "ruptured". The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.